Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient needed an MRI of the lower back. There was pain in the lower back. The MRI was due to pain and the doctor thought the leads were out of sync. Further follow-up is being conducted to clarify the issue, if the cause of the pain was determined, and what troubleshooting or other actions were taken. If additional information is received, a follow-up report will be sent.